Event description:
It was reported that leakage found in PICC line from next day of insertion (B)(6) 2014 - the leak was under the skin.

Manufacturer narrative:
A lot history review (lhr) of reyb0417 showed no other similar product complaint(s) from these lot numbers. The manufacturer has received the sample and will be evaluated. Results are expected soon.